Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a below knee amputation procedure, the tip lit up like a candle. Tip was replaced and the pencil worked fine. Later the same case, another pencil was used and the tip sparked and burned like candle again. They used new device to complete the procedure. There was no operating room fire and it extinguished on its own. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g3, additional device was used e1450x d10 concomitant products: ft3000, ft3000 force triverse device 3m cord (lot#:unknown), e1450x, 2 8cm coated blade with hex x50 (lot#:unknown), e1450x, 2 8cm coated blade with hex x50 (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a below knee amputation procedure, the tip "lit up like a candle". Tip was replaced and the pencil worked fine. Later the same case, another pencil was used and the tip sparked and "burned like candle" again. They used new device to complete the procedure. There was no operating room fire. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: ft3000, ft3000 force triverse device 3m cord (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (lot#), g3, lot number: 24330020r for e1450x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.